Manufacturer narrative:
H3: one pump was returned, for analysis in used condition. Visual inspection showed, the pump was in used condition. Service history identified, the complaint was not related to a previous service of the device within the review period. Functional testing confirmed, the customer reported issue. The cause was identified, to be the intermittent motor. The motor was replaced and the pump passed all testing.

Event description:
It was reported, that the pump showed system fault, during testing. There was no patient involvement.